Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an ascending colon resection. While stapling the mesentery, the stapler was unable to fire. The surgeon was unable to squeeze the handle. A new load was used to complete the case. There was no patient injury.